Manufacturer narrative:
Expiration date was updated. No sample related alarms were observed during review of the alarm trace data. Based on the information provided, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high result not corresponding to the clinical picture for 1 patient tested for elecsys troponin t hs (troponin t hs) on a cobas e801 module. Two different reagent lots were used for testing: 501377 and 530951. The expiration dates were not provided. On (B)(6) 2021 the initial result from an aliquot was 227 ng/l (with reagent lot 501377). This result was reported outside of the laboratory where the doctor thought it was high and did not match the patient¿s clinical picture. The customer changed reagents after the initial test. All other tests were performed with reagent lot 530951. On (B)(6) 2021 a new sample was obtained and the result from an aliquot was 3.00 ng/l with a data flag. The customer repeated the original sample from the primary tube and the result was 3.00 ng/l with a data flag. The customer also repeated the aliquot from the original sample and the result was 3.00 ng/l with a data flag. The customer repeated the 2nd sample from the primary tube and the result was 3.00 ng/l with a data flag. The low results were believed to be correct and a revised result was reported outside of the laboratory. The e801 module serial number was (B)(4).